Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent mesh revision/removal on (B)(6) 2013.

Manufacturer narrative:
It was reported that the patient underwent mesh excision and fistula repair on (B)(6) 2013 due to mesh erosion. It was reported that following insertion the patient experienced erosion, urinary problems, fistulae, recurrence. (B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, vaginal prolapse and cystocele. It was reported that the patient had a concurrent procedure of a cystorrhaphy performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion, the patient experienced pain and dyspareunia. The patient underwent mesh revision/removal on (B)(6) 2009 and (B)(6) 2010.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that patient underwent closure of urethrovaginal fistula, cystoscopy with clot evacuation on (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.